Manufacturer narrative:
(B)(4). A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that bd sedi-40 was broken.

Event description:
It was reported that bd sedi-40 was broken.

Manufacturer narrative:
Investigation summary: bd had performed a technical evaluation of the customer's sedi-40 instrument. It was determined that tube holder was damaged and subsequently, was repaired. Upon completion of the instrument repair, the service technician had verified that the instrument was operating within normal parameters, as documented in the instrument service report. Investigation conclusion: based on evaluation of the customer's instrument, a broken tube holder was observed to be the issue and therefore repaired. Root cause description: the root cause was attributed to a broken tube holder.